Manufacturer narrative:
Since the subject device was discarded by the user facility, therefore olympus medical systems corp (omsc) could not evaluate the referenced device. The exact cause of this issue cannot be conclusively determined. This device is capable of properly activating output before shipment by omsc. If additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The subject device was used during a sleeve gastrectomy. There was a bleeding from an arterial vessel near the gastric fundus. The surgeon sealed the vessel with the seal mode of the device. Then surgeon confirmed the vessel was sealed after releasing it. The procedure was continued about 45 minutes, and there were no bleeding. After the procedure, the patient was in recovery, but got worse. The patient was taken back into the operation room. "At first, the surgeon checked the bleeding point laparoscopically, but it is impossible to find the bleeding point as much bleeding". Then a laparotomy was carried out. The bleeding point was the sealed point with the subject device. The bleeding was treated and the patient has now returned to patient room.